Manufacturer narrative:
Add¿l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the subject is enrolled in the (B)(4) study and received their study surgery on (B)(6) 2012. The site reported that the subject experienced ¿wound related: dehiscence¿ on (B)(6) 2012 and this is not related to the device. The event resulted in a tibial insert exchange on (B)(6) 2012.